Manufacturer narrative:
Philips service replaced the control module and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm and bed movement failed due to a control module defect on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.